Event description:
It was reported to philips that there was an image storage issue due to possible ippc or hard drive failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the image store, confirmed system functionality, and continued monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).